Event description:
It was reported that the patient had significant weight loss and as a result was experiencing pain at the ipg site after the weight loss. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.